Manufacturer narrative:
Batch review was performed on 11 october 2021: lot 189023: (B)(4) items manufactured and released on 18-dic-2018. Expiration date: 2023-dic-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 years and 3 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (from 13 mm to 17 mm) and the surgery was completed successfully.